Event description:
It was reported that the patient experienced pocket and diaphragmatic stimulation. Intermittent loss of capture and low impedance were noted. Upon opening the pocket, it was determined that the outer insulation needed repair. The lead was repaired with silicone and remains in use, with all issues of stimulation and capture resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m55, lead, implanted: (B)(6) 2013. (B)(4).